Event description:
It was reported from an epileptologist that a patient who had his vns placed over a year ago has a vocal cord paralysis. It was noted that the left focal cord is densely paretic with moderate dysarthria. Physician believes it is likely due to vns. It is not entirely clear when the vcp first began, first noticed as an incidental finding on a CT scan. There is a strong suspicion that vns is the cause. The physician did not specify if the vns relationship was related to surgery or stimulation. No additional information has been received to date.